Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump failed accuracy by -10.15%. It was reported that the pump had damaged lens. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a slight wearing of the lens. Event log history was performed and showed that two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. During analysis, delivery accuracy testing was performed and the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. However, delivery accuracy testing on the pump found the pumps delivery to be slightly positive. The pump's expulsor will be trimmed in order to bring the delivery into more nominal of a range. Visual inspection found some wearing of the lens. Service will replace lens. Based on the evidence, the complaint was not confirmed, and no fault was found.